Manufacturer narrative:
(B)(4). Date sent: 10/29/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. No serial number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a breast surgery that there was a "flame like effect" coming from the bovie. Generator settings were changed several time but it continued. Unknown as to how the procedure was completed. There were no adverse consequences for the patient. Pencil returning and possibly the generator once facility biomed has done their evaluation.